Event description:
It was reported the catheter was being placed into the patient's subclavian in the heart cath lab. It was noted this patient suffers from (B)(6). During insertion or injection, the catheter seemed to be blocked but once placed everything worked. After a few days, a reddish staining (colored spot) was visible beneath the injection site. The catheter was withdrawn and they discovered an oversized hole some centimeters above the other proximal holes. There was no delay in treatment and no patient death reported.

Manufacturer narrative:
(B)(4).